Event description:
It was reported that the device could not be interrogated. The patient presented in the ER with syncope. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to a low battery voltage. Based on all available parameter and usage information, the device was found to be outside of expected limits. The device was analyzed with a new battery and was found to be normal. The battery was sent out to the vendor for further evaluation, and no anomaly was detected that would cause the battery to deplete. The cause for the premature battery depletion could not be determined.

Event description:
The lead was capped and will not be returned for analysis.